Manufacturer narrative:
As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation as the patient has not been revised. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
A patient is pursuing a product liability claim because she suffered a dislocation of her revised left hip and she underwent closed reduction.

Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. Currently, additional information is not available. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. DHR-review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. Trend analysis: no trend analysis could be performed as no item numbers is/are available. Event description: it was reported that on september 17, 2015, patient underwent revision of her failed left thr. The procedure was performed by dr. Mcgrory at maine medical center. The versys cobalt-chromium femoral head was replaced with a biolox option ceramic femoral head and a new polyethylene liner was also implanted. On (B)(6) 2015, patient suffered a dislocation of her revised left hip and she underwent closed reduction at maine medical center in portland, maine. Review of received data: legal document is reviewed. No additional information is available. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: implant compatibility could not be checked as there is no ref information available for the ceramic head. Root cause analysis: neither x-rays, operative notes, office visit notes were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Conclusion summary. Patient experienced dislocation of her left hip after 1 year 1 month post-op and she underwent closed reduction. No ref/lot info of the biolox option head was reported. No medical document was receveid to confirm the event and to make a meaningful analysis of the event. Only received document for the investigation is the legal document. Nevertheless, possible reasons of dislocation include pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear, impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup), implantation on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper), inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head), soft tissue laxity and inappropriate advice by surgeon to inform patient on postoperative activities and limits. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). Note: warsaw split case for revision pain and metallosis: cpt150011058. Warsaw split case for dislocation: (B)(4).

Event description:
Investigation results are now available.

Event description:
Please refer to report 0009613350-2018-01164.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h6. Correction: b4 - g4 - g7 - h2 - h10. Review of received data - legal document is reviewed. No additional information is available. - operative report, date jul 07, 2010: pre-/postoperative diagnosis: posttraumatic arthritis, left hip. Procedure: primary uncemented left total hip arthroplasty, anterolateral approach. No complications or anomaly noted. Product stickers available. Blood test, collection date jul 10, 2014: chromium: 0.5 ng/ml [reference: <0.3]. C-reactive protein: 3.5 mg/l [reference: 0.0-0.8]. Cobalt plasma: 1.2 ug/l [reference: 0.0-0.9]. Revision report, date sep 17, 2015: pre-/postoperative diagnosis: adverse local tissue reaction associated with mechanically assisted crevice corrosion, left hip. Note: the femoral head, polyethylene and bone screw which were removed were sent to pathology per the patient's attorney's request. Procedure: during the surgery, the head was impacted with 5 sharp blows of the appropriate force and fount to engage. The hip was reduced. The leg length was restored and the patient was stable in hyperextention of 20 degrees. In full extention, external rotation was 60 degrees without impingement. The patient was alsp stable in the position of sleep and in flexion to 120 degrees. In 90 degrees of flexion and neutral abduction, internal rotation was 75 degrees. There were no complications. Product stickers available. X-ray examination, dated (B)(6) 2015: left tep in anatomic alignment without periprosthetic lucency or fracture. A small amount of subcutaneous emphysema is seen along the lateral aspect of the left greater trochanter. Pathology, dated (B)(6) 2015: although focally there is mild perivascular chronic inflammation, overall the features are not particularly consistent with a diagnosis of alval. X-ray examination, dated (B)(6) 2015: the femoral component is anterosuperiorly displaced. No fracture is identified. There are degenerative changes of the lumbar spine. Operative report, (B)(6) 2015: pre-/postoperative diagnosis: left hip anterior dislocation indication: patient is 4 weeks status post revision surgery. Earlier in the afternoon she twisted and felt a pop to her left hip. She had acute pain and inability to bear weight. She was taken to the hospital where radiographs demonstrated an anterior superior dislocation of the left hip. Procedure: closed reduction left hip x-ray examination, dated (B)(6) 2015: anatomic alignment of the left hip after reduction. Possible ossific fragment seen on the lateral view only. There are degenerative changes of the lumbar spine with facet arthropathy. Conclusion summary the patient twisted her leg upon which she experienced a dislocation of her left hip after 1 year and 1 month post revision. The patient underwent a closed reduction on the same day (B)(6) 2015. The x-ray assessment from (B)(6) 2015 performed after the previous revision surgery showed anatomic alignment of the components. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The compatibility check showed that the product combination was approved by zimmer biomet. The investigation results did not identify a non-conformance or a complaint out of box (coob). Therefore, the investigation did not identify a product issue. Based on the investigation, it is possible that the dislocation was triggered by the twisting motion of the leg, nevertheless, the cause may be multifactorial, therefore, an exact root cause could not be found. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). Warsaw split case for revision pain and metallosis: (B)(4). Warsaw split case for dislocation: (B)(4).